Event description:
It was reported that prior to a da vinci-assisted surgical procedure, the harmonic ace instrument blade was broken. The procedure was completed with no reports of patient injury. The da vinci 8 mm harmonic ace curved shears is a single-use, sterile instrument used to deliver ultrasonic energy to enable transection and coagulation of tissue. It is designed to be used in conjunction with a compatible da vinci surgical system and a compatible ethicon endo-surgery generator and hand piece. An intuitive surgical, inc. (Isi) has followed up with the initial reporter and obtained the following additional information on 18-august- 2022: the harmonic ace instrument was inspected prior to use, and no issues were noted. No instrument collision was observed. It was confirmed that no fragments fell inside the patient during the procedure because the breakage occurred outside of the patient's anatomy.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. For clarification, the harmonic ace instrument was found with surface damage to the curved blade and scratch/abrasive marks were found on the curved blade. Damages to the instrument blade are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage was detected by the generator with a solid tone or an error. Failure analysis found the primary failure of the blades- scratch/abrasive mark to be related to the customer reported complaint. The root cause is attributed to mishandling/misuse. An additional observation not reported by the site was also identified: the harmonic ace instrument had damaged teflon pad. The entire teflon pad was no longer present at the clamp arm. Material was missing approximately 0.40¿ x 0.10¿ in size and was not returned with the instrument. The root cause is also attributed to mishandling/misuse. A review of the instrument log for the harmonic ace instrument (part number 480275-08/ lot number l90210629-0327) associated with this event has been performed. Per the review, the harmonic ace instrument was last used in a procedure on (B)(4) 2021 via system sk2651. The harmonic ace instrument is a single-use device. Isi has received the images of the broken harmonic ace instrument. The review of the provided image is conducted by the regulatory post market surveillance specialist (rpms) and found that the image was consistent with the alleged complaint of detached/ missing blade. This complaint is reportable malfunction event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.